Event description:
It was reported the patient's left hip was revised. As reported by rep: "...due to the citation stem's neck breaking." Spoke to the rep. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner or head (rep reported that the damage to the liner was explant damage only). Rep provided x-rays, revision usage sheet, and explant picture and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture was reported on inspection of the device the trunnion was found to be worn. A review of the provided records by a clinician confirmed the reported event." Method & results:  -device evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph show a recently explanted stem, head and liner. Biological matter and blood is visible on the devices. Wear/corrosion is visible on the trunnion of the stem. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: pi - which represents a male patient, dob (B)(6) 1944 whose date of implantation is listed as (B)(6) 2010 (approx.) And explantation (B)(6) 2021. The event description states: "...left hip was revised ... Due to the citation stem's breaking ... Stem, head and liner were revised ..." Undated x-rays: ap pelvis, lateral left hip - bilateral uncemented tha - right reduced and nominal, left displaced fracture of neck of prosthetic stem with modular head remaining in acetabular component. (B)(6) 2021 implant labels: "155/16 rest. Mod. Stem, 155/17 rest. Mod. Stem, 23/+10 v40 rest. Mod. Body, 22.2/0 lfit v40 head, 38 d mdm liner, 22.2/38 x3 insert for mdm liner." Unlabelled color photo of blood stained explanted prosthetic stem with fracture at base of neck, intact poly insert, intact metal modular head. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, the event description appears to be confirmed, but insufficient data is present to create a medical report for this case. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: pi - which represents a male patient, dob (B)(6) 1944 whose date of implantation is listed as (B)(6) 2010 (approx.) And explantation (B)(6) 2021. The event description states: "...left hip was revised ... Due to the citation stem's breaking ... Stem, head and liner were revised ..." Undated x-rays: ap pelvis, lateral left hip - bilateral uncemented tha - right reduced and nominal, left displaced fracture of neck of prosthetic stem with modular head remaining in acetabular component. (B)(6) 2021 implant labels: "155/16 rest. Mod. Stem, 155/17 rest. Mod. Stem, 23/+10 v40 rest. Mod. Body, 22.2/0 lfit v40 head, 38 d mdm liner, 22.2/38 x3 insert for mdm liner." Unlabelled color photo of blood stained explanted prosthetic stem with fracture at base of neck, intact poly insert, intact metal modular head.the exact cause of the event cannot be confirmed based on the information provided. Further information such as clinical and past medical history, patient demographics, operative reports, dated serial x-rays as well as examination of explanted components are needed to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a citation stem was reported. The event was confirmed through clinician review of the provided x-ray. Method & results:  device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted unknown citation stem from the photographs provided there is evidence of damage/wear to the trunnion of the stem material analysis, functional and dimensional inspections could not be performed as the device was not returned.  Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: a review of the provided medical records by a clinical consultant indicated: pi - which represents a male patient, dob (B)(6) 44 whose date of implantation is listed as (B)(6) 10 (approx.) And explantation (B)(6) 21. The event description states: "...left hip was revised ... Due to the citation stem's breaking ... Stem, head and liner were revised ..." Undated x-rays: ap pelvis, lateral left hip - bilateral uncemented tha - right reduced and nominal, left displaced fracture of neck of prosthetic stem with modular head remaining in acetabular component. (B)(6) 21 implant labels: "155/16 rest. Mod. Stem, 155/17 rest. Mod. Stem, 23/+10 v40 rest. Mod. Body, 22.2/0 lfit v40 head, 38 d mdm liner, 22.2/38 x3 insert for mdm liner." Unlabelled color photo of blood stained explanted prosthetic stem with fracture at base of neck, intact poly insert, intact metal modular head. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, the event description appears to be confirmed, but insufficient data is present to create a medical report for this case. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event was confirmed through clinician review of the provided x-ray. The exact cause of the event cannot be confirmed based on the information provided. Further information such as primary and revision operative reports, clinical and past medical history, and examination of explanted components are required to complete the investigation to determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's left hip was revised. As reported by rep: "...due to the citation stem's neck breaking." Spoke to the rep. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner or head (rep reported that the damage to the liner was explant damage only). Rep provided x-rays, revision usage sheet, and explant picture and confirmed that no further information will be released by the hospital or surgeon.